Event description:
It was reported to philips that the flexvision computer was unable to boot up, needing to be started manually. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flex vision pc did not boot up automatically during startup. Upon troubleshooting, the rse found that the flex vision pc in the b cabinet was unexpectedly turned off. The customer powered the flex vision pc manually in the b cabinet, and it functioned normally. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code corrected.